Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that cathena 20gx1.25in winged bc needle disengagement was difficult and infusion set cannot be connected. This was discovered during use. The following information was provided by the initial reporter: when removing the mandarin and safety device, part of the device is spring-loaded in the catheter and cannot be removed and the infusion set cannot be connected.

Event description:
It was reported that cathena 20gx1.25in winged bc needle disengagement was difficult and infusion set cannot be connected. This was discovered during use. The following information was provided by the initial reporter: when removing the mandarin and safety device, part of the device is spring-loaded in the catheter and cannot be removed and the infusion set cannot be connected.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 9361754 was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.